Event description:
After replacement of the gas delivery system, the field service engineer reported no reoccurrence of the reported problem during final checkout of the device. Final testing was completed to operating specifications.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use therefore there was no patient involvement. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer reported the gas delivery system was replaced to address the reported problem. The unit is being run-in for final checkout. Completion of service is pending.

Manufacturer narrative:
Gas delivery system.